Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not confirm nor reproduce the reported symptom "failed downstream occlusion preventative maintenance test". The device was operating within specification in relation to the reported symptom.

Event description:
It was reported that a spectrum infusion pump failed the downstream occlusion preventative maintenance test. It was also reported that there was no pt involvement.